Event description:
It was reported that the device did not meet the perceived longevity estimates. Premature battery depletion was suspected. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: (B)(4) performance data was collected from the device and analyzed. The save to disk noted device alert for low battery voltage recommended replacement time.